Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the lead caused rib stimulation and was uncomfortable. There were no environmental or external factors reported that may have contributed to the issue. Impedances were checked and all were within normal limits. The patient had the lead explanted and the issue was resolved at the time of the report. The indications for use were spinal pain and lumbar radiculopathy.